Event description:
It is reported that the devices were implanted in 2002. The devices were discovered to be fractured in 2008. Revision surgery occurred two weeks later.

Manufacturer narrative:
Evaluation - the taper stem has fractured at the junction with the taper body. Scanning electron microscopy analysis shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should additional substantive info be received, this report will be amended.